Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display screen was different from her old pump, although the models were the same. The customer's blood glucose level was unknown. The customer mentioned that the whole screen was a greenish color. The customer stated that she did adjust the display and it did not resolve the issue. The insulin pump will not be returned for analysis.